Event description:
Novasure console failed twice, rep called after handpiece failed and machine failed. New handpiece acquired, machine restart procedure finished. Novasure advanced suresound product item. (B)(6) 2024.